Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 80% to 5% within a few hours. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose (bg) level was 370 (mg/dl). Customer stated a manual injection would be administered to address bg level. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.